Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right common iliac artery (cia). After crossing the lesion with a guide wire and pre-dilating with a 5 x 2 mustang¿ balloon catheter, a 10 x 4 stent was implanted to the target lesion. Subsequently, an 8.0 x 20 mustang¿ balloon catheter was advanced to perform post dilatation; however, during first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with an 8 x 4 mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.